Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicating that noise episodes were noted on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. There were no known patient consequences.

Event description:
Additional information received indicating that oversensing due to noise was observed on the right ventricular lead.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, it was reported that there was an unspecified concern involving the right ventricular (rv) lead. The device was initially reprogrammed and subsequently, the rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.